Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2015 with the following findings: there was no evidence of motor issues observed in the black box. The motor operated normally with no issues found. The pump was exercised for 24 hours and the complaint was not duplicated. The pump case was removed and no damage was found internally.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (motor issue) issue. It was reported that the pump did not bolus the correct amount. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.